Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system tower door keeps failing. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed often. A field service engineer checked the components and noticed that the harness for door 4 was not fully secured. All cables were reseated, and the latches were cleaned to ensure proper operation. Functional tests were performed to verify that the drawer was operating correctly, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system tower door keeps failing. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.